Event description:
Procedure performed: cholecystectomy. Event description: this is a complaint from the market. Administrative no. C19103991. Please refer to the complaint sheet for investigation. Cannula fragmentation report from the sales rep during the laparoscopic cholecystectomy with use of ctr 33, the user remove the obturator of ctr33 and selected to use the obturator of ctr73 in order to use the other manufacturer¿s clip to proceed the operation. Then, the customer inserted the obturator of ctr33 with the combination of ctr73. The user recognized that the cannula has distorted when they inserted it into the body cavity. After completion of surgery, customer removed the trocar from the body cavity, they found that the part of the cannula tip has missing. The user looked for the fragment in the body cavity but they could not find it. Finally, they found the fragment on the floor of operating room. Initial investigation report by [distributor] the event unit was returned to us and visually inspected. The cannula tip was fractured and cracked (pic.1).the fragment was returned to us. The shape of fragment is similar to the fractured part of the cannula tip (pic.2). The unit will be returned to amr for further evaluation. Admin# c19103991 the component list was provided and the package, cannula, obturator and fragment are available for return. Additional information received via email on 30jul2019 from [distributor] the sequence is correct. At first, the cannula of ctr33 was removed and the cannula of ctr73 was inserted instead of the ctr33. Type of intervention: they found the fragment on the floor of operating room. Patient status: no patient injury.

Manufacturer narrative:
The event unit was returned to applied medical for evaluation. Visual inspection confirmed the complainant's experience of a cannula tip fracture. Based on the condition of the returned unit and the description of the event, it is likely that the reported event was caused by the use of a smaller obturator during trocar insertion. Applied medical's instructions for use states that, "kii access system cannulas can only be used with the corresponding kii obturators (diameter and length) from applied medical."

Manufacturer narrative:
The event unit is anticipated to return to applied medical for evaluation. A follow-up report will be sent upon completion of investigation.

Event description:
Procedure performed: cholecystectomy. Event description: this is a complaint from the market. Administrative no. (B)(4). Please refer to the complaint sheet for investigation. Cannula fragmentation. Report from the sales rep: during the laparoscopic cholecystectomy with use of ctr 33, the user remove the obturator of ctr33 and selected to use the obturator of ctr73 in order to use the other manufacturer¿s clip to proceed the operation. Then, the customer inserted the obturator of ctr33 with the combination of ctr73. The user recognized that the cannula has distorted when they inserted it into the body cavity. After completion of surgery, customer removed the trocar from the body cavity, they found that the part of the cannula tip has missing. The user looked for the fragment in the body cavity but they could not find it. Finally, they found the fragment on the floor of operating room. Initial investigation report by [distributor]: the event unit was returned to us and visually inspected. The cannula tip was fractured and cracked (pic.1).the fragment was returned to us. The shape of fragment is similar to the fractured part of the cannula tip (pic.2). The unit will be returned to amr for further evaluation. Admin#: (B)(4). The component list was provided and the package, cannula, obturator and fragment are available for return. Type of intervention: they found the fragment on the floor of operating room. Patient status: no patient injury.